Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) battery had been depleted since (B)(6) 2015 due to lack of recharging. It was recommended that the patient contact their doctor for a restart. There were no symptoms reported. Other relevant medical history includes spinal pain and lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received from the patient. It was reported that the patient thought the ins was dead and they were not able to get it to turn on. The patient asked to meet with a manufacturer representative. The patient was to follow-up with a healthcare professional. Additional information was received from the consumer. It was reported that the recharger (insr) was not able to communicate with the neurostimulator (ins). Patient reported no falls or trauma. Patient stated they last felt stimulation in 2016. Patient's last successful charge was in 2016. Patient became aware they could not charge in 2016. It was reported that the patient's doctor was shut down by the state and now he sees a doctor in (B)(6) pain clinic. Patient stated that for almost 2 years he has not been able to charge or feel stimulation. Patient stated in 2016. Patient stated that since his doctor left practice, they were not able to follow-up with anyone to get it working again. Caller was redirected to follow up with their healthcare provider. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that no one has called him about getting his battery started again. Patient stated battery is dead and has an appointment coming up friday from this report. Patient hopes someone can be there. Additional information was received from the manufacturing representative (rep).it was reported that patient has a dead battery. Power on reset (por) was reported. The cause of the battery being dead was unknown. Rep meeting with patient friday (B)(6) to perform a jumpstart. No surgical intervention occurred. Unknown if intervention planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that rep met with patient last friday ((B)(6) 2018) to address an overdischarge event. Patient had been in overdischarge for about a year. They were ultimately able to recover the ins and charge normally last friday but patient had to leave clinic so patient was sent home to charge further. Patient charged all weekend and rep is meeting with patient again today ((B)(6) 2018) to clear power on reset (por). However, today there is no telemetry with ins. Communication with external device could not be established. Rep reported that lack of telemetry with ins was after the overdischarge recovery. It was reviewed that the rep start another physician recharge mode as the ins appears to have gone into overdischarge again. No patient symptoms or complications were reported in this event.